Event description:
It was reported that stent damage and stent dislodgement occurred. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. After preparation with rotablation, a 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during stent placement, the device was caught in a nodule in the proximal lesion and the stent was stretched. The device was brought back into the guide catheter. When the device was re-advanced to the target lesion through the guide catheter, the physician noticed that the stent was not on the balloon. As the result of the physicians search, the stent was found to be still in the guidecather. The stent was removed along with the guide catheter. The procedure was completed with a 2.75x38mm synergy xd drug-eluting stent. No patient complications nor injuries were reported.